Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels (47 mg/dl) due to pump settings needing adjustment. Customer treated the low bg levels by consuming carbohydrates. Recommendation was made for the customer to consult with a healthcare provider regarding settings.